Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus tip position on screen required calibration. It was also noted that the stylus cable was pinched but still functional. The left and right keyboard slide rails were broken. Several screws were missing from the hinge plate. The display bezel was cracked with some paint damage but considered acceptable. The bullets assembly was broken. Error codes were noted in logs reviewed. The light emitting diode (led) display of the radiofrequency head was cracked and the anti slip layer worn. The company logo was missing. The display rear cover was broken. The paper tray was nearly empty. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.